Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, d9 (date returned), h2, h3, h4, h6 corrected fields: g2 (added), h6 (health impact code), h8 the device was returned to olympus for inspection and the customer's reported issue was confirmed, the proximal end of the probe had broken off. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the issue occurred due to excessive force or applying incorrect torque during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use probe broke near the transducer during a semi-rigid ureteroscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.